Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that the catheter was fractured. The target lesion was located at a tortuous and calcified right coronary artery. A guidezilla¿ guide extension catheter was selected for use. During the procedure, when the catheter was pulled out of the body, it became caught up and was stuck in a non-bsc hemostatic valve. It was then noted that the catheter was fractured at the proximal collar. Subsequently, its proximal portion was removed. The non-bsc device was withdrawn but still with the catheter's distal portion stuck. The procedure was completed with another of the same device. No patient complications reported and the patient's status was fine.